Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device does not detect the cassette. Found during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device does not detect the cassette. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history found no relevant information. Visual/functional testing was performed. Device did not detect latched status, confirming complaint. Probable cause was failed latch lock flex. Also found delaminated downstream occlusion (dso) seal.